Manufacturer narrative:
The device involved in the event has not been returned for evaluation; therefore, the event cause could not be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that resistance was encountered when a medtronic guidewire was advanced in the distal part of the medtronic microcatheter. It was noted that normal force was applied when advancing the guidewire. No additional material was added to the glue. The tip of the microcatheter was reported to be broken into 2 segments when advancing the guidewire. The procedure was completed normally. Patient was undergoing treatment of an avm. The patient¿s vasculature was moderate in tortuosity. The access vessel was femoral artery with diameter of 20 mm. The reported device and ancillary devices were prepared as indicated in the instructions for use (IFU). The marathon microcatheter was flushed and the silverspeed was hydrated as indicated in the instructions for use. There was no damage noted on the microcatheter or guidewire prior to use and the guidewire had no problems during use. The tip of the microcatheter was steam shaped, but it was unknown I the guidewire was shaped. The silverspeed will not be returned as it was discarded. Ancillary device: silverspeed guidewire (103-0601-200).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The marathon micro catheter was returned for analysis. The marathon micro catheter was flushed, water exited from the catheter body at a point near the distal tip. Upon microscopic inspection, the marathon catheter body was found to be ruptured at the location of the leak. The marathon micro catheter was then tested with the in-house guidewire. The guidewire was hydrated then inserted into the marathon hub and into the lumen. The guidewire was unable to pass through the distal tip; t became stuck at a point near from the distal tip. Based on the analysis findings, the customer's report of marathon separation could not be confirmed, but the marathon was found to be ruptured. Catheter rupture can occur if the catheter becomes kinked or prolapsed during insertion of the guidewire or during injection when the distal portion of the marathon is kinked, prolapsed, or occluded. However, the cause for the rupture could not be determined. The review of the marathon lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. All products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.